Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator indicating that the device's capacitor failed due to it delivering low energy. There was no reported patient involvement. Details provided in an update from the source case and email response indicate that a philips representative replaced the device's 453563338331, defibrillator capacitor assy and the device was successfully returned to service. Based on the information available, the cause of the reported problem was due to a component failure. The faulty component was replaced and the device was returned to service. No further action is required at this time.

Event description:
It was reported to philips that the capacitor failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.